Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x20 mm taxus express2 drug eluting stent kinked, behind the stent on the balloon portion, when trying to cross the lesion. The lesion being treated was located in the right coronary artery (rca). The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok". Analysis of the returned product identified stent damage.

Manufacturer narrative:
A detailed examination of the returned device could not identify any issue with the actual device that could cause such an incident to occur. Device analysis could not confirm the reported complaint as no kinks or damage were noticed along the shaft of the device, however, visual and microscopic examination of the stent revealed damage to the proximal end. The proximal stent struts was flared outwardly. The balloon was visually and microscopically examined, no visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There was no evidence that the device had been prepped for use. No further damage was noted with the returned device which could have contributed to the reported complaint. There are no associated complaints with this batch number . A review of the mfg records for this batch found that the device met its material, assembly and product specs.